Event description:
It was further reported that the patient had talked to her physician about getting a replacement battery. The patient will now have a nonrechargeable device.

Event description:
It was reported there were telemetry issues. It was reported the patient had not charged or felt stimulation in 3 months. The implantable neurostimulator (ins) had no communication with recharger, programmer, or clinician programmer. It was noted this may be the 2nd or 3rd overdischarge. It was noted they had performed 2 physician more recharges (pmr) and was unable to see normal charging screen. Additional information received reported the ins was in overdischarge, and noncompliance with charging was the cause. It was reported pmrs were unsuccessful and the patient was going to follow up with hcp for possible replacement to non recharger. Additional information received reported the patient had not made a follow up appointment yet.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, lot# unknown, product type programmer, physician; product ID neu_recharger_acc, lot# unknown, product type recharger. (B)(4).